Event description:
It was reported the valve was explanted due to severe stenosis. The two coronary bypass grafts which were also implanted at the same time were open. The leaflets on the outflow side contained thrombus. The surgeon does not allege the event was caused by the device. Another manufacturer's valve was implanted. Additional information has been requested.